Event description:
It was observed during the device inspection that generator had an e216 and e234 error. There were no reports of patient involvement.

Manufacturer narrative:
The product was returned for investigation. Based on the results of the investigation and the information provided: error e216 is an internal abnormality and occurs when output level could not recognize and setting value was return to default when monopolar forcedcoag1 or forcedcoag2 is selected. It likely occurs by electrical signal communication abnormality or some electrical abnormality in the electronic board. Error e234 is an internal abnormality, and it occurs when communication abnormality between the internal electronic boards. It likely occurs by electrical abnormality or some electrical abnormality in the electrosurgical generator. However, the root cause of insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.